Event description:
It was reported that the patients ipg site was not healing well. A small open pocket at the end of the incision was evident with tenderness and a possible infection. The patient underwent an ipg explant procedure. Explanted ipg was discarded by the medical facility.